Manufacturer narrative:
H.6 investigation summary catalog 367861 lot number 2200108 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pulled out of the tube within a holder. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "tubes are presenting leakage, the cap is not well fitting. Some sample acquisitions are made with "open" technique - ICU inpatients, urgency, etc. Impacts reported in patient impact: reprocess, multiple punctures, use other tubes because blood samples are lost."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the stopper pulled out of the tube within a holder. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "tubes are presenting leakage, the cap is not well fitting. Some sample acquisitions are made with "open" technique - ICU inpatients, urgency, etc. Impacts reported in patient impact: reprocess, multiple punctures, use other tubes because blood samples are lost."